Event description:
Information received by medtronic indicated that customer reported  critical pump error. No further details was mentioned. Troubleshooting was not performed. No harm requiring medical intervention was reported. Customer will discontinue to use the pump  and insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Unable to perform the displacement accuracy test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test due a pump error 38 occurring during testing on (B)(6) 2023 13:42:50.000. Pump passed the sleep current measurement test, active current measurement test and self-test. Successfully downloaded history files and traces using thus. Pump error 43 was found in the history files on (B)(6) 2023 02:33:54.000. Pump error 130 was found in the history files on (B)(6) 2023 02:53:53.000. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1, force sensor and motor home switch. Unable to do the motor test to due moisture damage on connector. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: corroded home switch, scratched case, cracked keypad overlay, stained keypad overlay and pillowing keypad overlay. E/a alarm unspecified was confirmed with a pump error 38. Pump error 38 was confirmed during testing due to moisture damage on the motor assembly. Pump error 43 was confirmed due to moisture on the motor assembly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.